Manufacturer narrative:
Concomitant medical products: evproplus-34us valve, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a syncope episode and was found on the floor. On device check it was identified that the right ventricular (rv) his bundle lead exhibited high thresholds and non-capture is also suspected. The rv lead remains in use. No further patient complications have been reported as a result of this event.